Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the setting for the tip x-position on the primary rack was wrong. The setting was corrected. The instrument was tested without further problem and returned to service.